Manufacturer narrative:
Concomitant medical products - intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint that the mbf instrument was observed to have had leaks between the tube and the distal end during instrument cleaning indicative of damage. Inspection of the instrument found a damaged conductor wire insulation. The insulation exhibited thermal damage. The insulation material is lifted, however, no pieces were missing. The conductor wire is slightly exposed, however no wires are physically damaged. The yaw pulley and other cables did not exhibit any physical damage. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor wire insulation is attributed to mishandling/misuse, most commonly caused by collision with another energized instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the product associated with this event shows that the maryland bipolar forceps instrument (471172-16/n10210629 0038) was last used on (B)(6) 2021 on system # (B)(4). This complaint is being reported based on the following conclusion: failure analysis of the returned instrument found that the instrument had a conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps was observed to have had leaks between the tube and the distal end. The reported issue was observed during flushing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified in sterilization treatment: when the maryland instrument was irrigated, the water did not come out properly. At the distal end (black tube) the instrument was not watertight. Patient information regarding the last patient on which the product was used could not be provided.